Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker had a blunted heart rate response with exercise. The patient also had an elevated heart rate response with certain exercises. It was noted that programming changes had been made to the device prior to this. Several troubleshooting options were discussed and the patient was referred to their health care professional (hcp) for system optimization. No adverse patient effects were reported. The device remains in service.